Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient's mother stated she noticed that the adhesive patch was yellow. When she removed the patch, there was green discharge with an odor and there was a red rash at the insertion site. She indicated that the patient was prescribed antibiotics from their general practitioner to treat the infection. At the time of contact, the reaction had healed. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.